Manufacturer narrative:
Expiry and manufacture information could not be determined with information provided. (B)(4).

Event description:
Information was received indicating that two days following placement of a 7.5 smiths medical portex® endotracheal tube air escape was noted. Subsequently, the endotracheal tube (ett) was replaced with 9.0 ett. There was no reported adverse patient effects.